Event description:
While at work, pt started vomitine, felt dehydrated, dizzy, shaky and her heart was pounding. Her blood glucose level was 600 mg/dl and her urine tested positive for ketones. She was taken to the hospital; admitted and treated with 5 liters of saline and an intravenous insulin drip. The doctor noticed that the infusion set was leaking from the middle of the line and the top of the cartridge separated from the rest of the cartridge.